Event description:
It was reported that two out of three fixos 3.5mm screws became broken during final insertion into the bone of the patient. The patient was closed with the broken screws remaining in situ.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. Device remains implanted.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that two out of three fixos 3.5mm screws became broken during final insertion into the bone of the patient. The patient was closed with the broken screws remaining in situ.